Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had "black or brown" particulate matter in the tubing. This was identified in an unknown step prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 08/25/2015-08/26/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the presence of brown particles, approximately 0.10 square mm in size, embedded in a segment of the tubing. They were not in the fluid path. Fourier transform infrared spectroscopy (ftir) was performed and identified the particles to be polyvinyl chloride (pvc) material. This is the material of the tubing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.